Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 25 mmol/l. The customer's husband noticed that she was unable to speak clearly, and he took her to the hospital. The customer stated that she had been experiencing high blood glucose levels for a month and a half. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the displacement and high pressure tests. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.